Event description:
The customer reported that he activated a pod at 7:55am. At 9:14am, his blood glucose result was 340 mg/dl. At 10:30am, it was 386 mg/dl. He deactivated the pod at 12:30pm and noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.